Manufacturer narrative:
Initial emdr with preliminary analysis and preliminary recommendations sent to the physician.

Event description:
Reportedly, the patient presented at fu with 67 atp and 1 shock. An error message [3] for low shock impedance was displayed. The message "ICD potentially ineffective" was shown. The stored episode was terminated by the shock displayed as 0.0j. Last shock stored impedance was 46 ohm. Urgent feedback is necessary to check if the ICD remains safe. Preliminary analysis reveals that an issue can be suspected on the both the lead and the device because of the overload, most probably an issue on the associated rv lead.

Manufacturer narrative:
Preliminary answer sent to the sales rep on june 22, 2023. Final response: the review of all available patient files confirmed the overload: the overload was detected during the first phase of the shock. The second phase of the shock was then cancelled, and the shock was partially delivered with a voltage drop of about 200v. The device works as per specifications, and we suspect the volta lead (ICD lead) to be defective: the rv continuity curve decreases since on (B)(6) 2023. The volta lead has been added to the complaint. Because the volta lead hasn't been explanted and analysed, we cannot exclude a short-circuit in the device (shock impedance < 20 ohms): the device may be damaged compromising ability to provide shock therapy. Extract from the IFU u456g for platinum crt-d: protection against short-circuits the defibrillator can undergo a short-circuit if the anode and cathode are not adequately separated. In this case, the shock is aborted and a warning will indicate that a short circuit (shock impedance < 20 ohms) was detected during the last shock. The device may be damaged compromising ability to provide shock therapy. Recommendations: 1. The subject device shall be explanted because it may be damaged compromising ability to provide shock therapy. 2. In the event the volta lead is explanted/a new ICD lead is implanted and connected to the subject device, the subject device can be tested through a high energy shock. Normal shock impedance is 30-150 ohms. O if the shock impedance is < 20 ohms, the device shall be explanted and replaced. O if the shock impedance is normal with the new implanted ICD lead, the subject device functions and can remain implanted.

Event description:
Reportedly, the patient presented at fu with 67 atp and 1 shock. An error message [3] for low shock impedance was displayed. The message "ICD potentially ineffective" was shown. The stored episode was terminated by the shock displayed as 0.0j. Last shock stored impedance was 46 ohm. Urgent feedback is necessary to check if the ICD remains safe. Preliminary analysis reveals that an issue can be suspected on the both the lead and the device because of the overload, most probably an issue on the associated rv lead.

Event description:
Reportedly, the patient presented at fu with 67 atp and 1 shock. An error message [3] for low shock impedance was displayed. The message "ICD potentially ineffective" was shown. The stored episode was terminated by the shock displayed as 0.0j. Last shock stored impedance was 46 ohm. Urgent feedback is necessary to check if the ICD remains safe. Preliminary analysis reveals that an issue can be suspected on the both the lead and the device because of the overload, most probably an issue on the associated rv lead.

Manufacturer narrative:
Update of 2 imdrf codes: the issue comes from the connected ICD lead, not from the device that worked as per spec: - medical device componant changed from "electrode" to "patient lead" - investigation findings changed from "short circuit" to "no device problem found" preliminary answer sent to the sales rep on (B)(6) 2023. Final response sent on (B)(6) 2023: the review of all available patient files confirmed the overload: the overload was detected during the first phase of the shock. The second phase of the shock was then cancelled, and the shock was partially delivered with a voltage drop of about 200v. The device works as per specifications, and we suspect the volta lead (ICD lead) to be defective: the rv continuity curve decreases since (B)(6) 2023. The volta lead has been added to the complaint. Because the volta lead hasn¿t been explanted and analysed, we cannot exclude a short-circuit in the device (shock impedance < 20 ohms): the device may be damaged compromising ability to provide shock therapy. Extract from the IFU u456g for platinium crt-d: protection against short-circuits the defibrillator can undergo a short-circuit if the anode and cathode are not adequately separated. In this case, the shock is aborted and a warning will indicate that a short circuit (shock impedance < 20 ohms) was detected during the last shock. The device may be damaged compromising ability to provide shock therapy. Recommendations: 1. The subject device shall be explanted because it may be damaged compromising ability to provide shock therapy. 2. In the event the volta lead is explanted/a new ICD lead is implanted and connected to the subject device, the subject device can be tested through a high energy shock. Normal shock impedance is 30-150 ohms. O if the shock impedance is < 20 ohms, the device shall be explanted and replaced. O if the shock impedance is normal with the new implanted ICD lead, the subject device functions and can remain implanted.